Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: describe the event exactly as it occurred: when drug was being infused through the IV line, to the patient, the nurse noticed a giant air bubble in the line. Upon further inspection they found that there was a leak in the line at the point where the bubble catcher ends. The white plastic piece was broken and there was drug leaking. During the double post check of the IV bag and line there was no leak or issue found, before sending it out to the nurses. The drug was remade and sent out to the patient for a second time with no problems.